Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that after opening the xpert stent package, it was noted that the stent was partially deployed. The stent was not used on the pt, and the pt did not experience any adverse events. No add'l info available.